Event description:
Additional information was received that the event occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b3 and b5. Per data log analysis, the user was notified the battery life was exceeded on 15-apr-2019. This is a normal expected behavior when the batteries are two years old. There is no indication of a date change in the log that may have triggered this.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the message was showing on the ccm. He replaced both batteries. The device operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed the batteries to be received in a near fully charged condition. Both batteries properly charged and passed all testing.

Event description:
It was reported that the central control monitor (ccm) displayed a ¿you have exceeded the 2 year service of your battery¿ message. No other details regarding the nature of this event were provided.